Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While doing hip arthroplasty,broach got stock in femur. Surgeon used slap hammer attached to broach handle to remove broach. The screw attachment on the slap hammer broke and stayed stuck into broach handle. They used a second broach handle and slap hammer, same thing happened but at least the broach came out this time. During the same surgery, the poly trial also broke, 2 little pieces came off the trial. Both pieces were removed without any problems. No patient harm although all these problems, but surgery was delayed by at least 30 minutes. Pls replace following instr.asap. Bill to (B)(4); ship to (B)(4); po: (B)(4); 2 ea (B)(4); 1 ea (B)(4); 1 ea (B)(4). Patient consequence? :no.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.